Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. During the procedure, the needle tip broke. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). A representative sample was returned for evaluation. The needle was visually examined and no defects were found.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-02143. The same device is represented in each medwatch as it was involved in two events.